Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that, during a service evaluation on the user facility's service floor, the device's tip was broken; this poses the risk of a small component being lost in the surgical site. . No medical intervention and no adverse consequences were reported with this event. As this event occurred during service evaluation at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The user facility reported that, during a service evaluation on the user facility's service floor, the device's tip was broken; this poses the risk of a small component being lost in the surgical site. . No medical intervention and no adverse consequences were reported with this event. As this event occurred during service evaluation at the user facility, there was no patient involvement and no delay to a surgical procedure.